Manufacturer narrative:
Additional, changed, and/or corrected data. Based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed as cracked valve seat diaphragm valve. No additional observations are performed.

Event description:
Devices were replaced with an open capsulectomy performed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.